Event description:
It was reported that they stated the arctic sun device had a broken power cord connection and that the circulation pump may need replacement. They were unable to power device on. Per sample evaluation results on (B)(6) 2024, it was reported that the decontamination tech states loose connection for the circulation pump at the card. Circulation failed 45 minutes into the decontamination / installed test circulation pump to finish decontamination. Circulation pump motor shows sign on bearing seizing when motor shaft spun by hand / has over 10,000 pump hours / to be replaced as part of the pm. Replace the flow meter due to extensive hours as preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the arctic sun device had a broken power cord connection and that the circulation pump may need replacement. They were unable to power device on. Per sample evaluation results on (B)(6) 2024, it was reported that the decontamination tech states loose connection for the circulation pump at the card. Circulation failed 45 minutes into the decontamination / installed test circulation pump to finish decontamination. Circulation pump motor shows sign on bearing seizing when motor shaft spun by hand / has over 10,000 pump hours / to be replaced as part of the pm. Replace the flow meter due to extensive hours as preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. Circulation pump motor shows sign on bearing seizing when motor shaft spun by hand. Replaced circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.